Event description:
Pt implanted with lcp plate and screw construct in (B)(6) 2010 for treatment of left distal femur fracture. Pt complained of pain and returned to operating room on (B)(6) 2012 for removal of hardware. Pt was not revised with any additional parts. This is the 1st of 18 reports submitted on this event.

Manufacturer narrative:
Approximate weight reported as (B)(6). A review of the device history record found nothing that would cause or contribute to the reported incident. All product released met visual and dimensional requirements during MFR.